Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation shows signs of normal use (nicks and gouges). Upon functional check, the instrument was difficult to open/close upon initial review. After the application of steris hinge-free instrument lubricant on the movable components, the inserter was found to be working as intended. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to maintenance deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure, the inserter would not engage the femoral trial. No known adverse event was reported.